Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported after implanting glaucoma micro-stents he is "noticing that 50% of the time, even with good anatomic entry, there appears to be a dramatic posterior displacement of the iris plane and lateral extension of what appears to be a large cleft. It is a bit unnerving seeing so much tissue displacement and lateral expansion when I place the device. The distal collar is well aligned with the tm landmark but I can see the rings extending posteriorly into the suprachoroidal space. I have yet to see a complication but it is taking me some time to get 'used to' such a gross anatomic change at the time of implantation especially the posterior iris displacement".